Event description:
The international customer reported the ventilator power supply failed. The customer reported the device was not in use therefore, there was no patient involvement or harm. The service engineer confirmed the reported problem. The service engineer replaced the power supply to address the reported problem.